Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt system. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on an initial advia centaur xpt system and an alternate advia centaur xpt system. The repeat results were lower than the erroneous result. A corrected report was issued. The customer stated no recent calibration or quality control (qc) issues prior to running the affected patient sample and after running the affected patient sample. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of the qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of qc, repeated samples with good reproducibility. The patient samples are only spun for 7 minutes. Based on the available information, the cause of the discordant result is consistent with a potential sample integrity issue. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. No further evaluation of the device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt system. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on the initial advia centaur xpt system and an alternate advia centaur xpt system. The repeat results were lower than the erroneous result. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.